Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that one of the strain reliefs was missing for the heated wire cables. The plastic above the left and right mounting brackets was also found to be broken off. The power cable returned with the unit was noted to have signs of abuse. The unit had some adhesive residue on it which would have been inherent to the day to day use in the hospital setting. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.